Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro stent system was chosen for the treatment of the calcified lesion in the rca. The lesion was sequentially pre-dilated with 1.5/10- and 2.5/15-mm balloons at 14 atm for 20 seconds. Orsiro 3.0/35 mm stent could not cross the distal rca lesion. However, the synsiro pro 3.0/35 mm easily crossed the lesion in the first attempt. Lesion was stented with synsiro.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its distal end, i.e. Several struts are strongly bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that bent struts were initially crimped on the balloon. Outside of the deformed zone, the crimped diameter of the stent still complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.